Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that a couple months ago, when the patient had their stimulation on they suddenly felt a sharp pain in their right mid back side. It felt like stimulation turned off but was just low so they turned off and back on, felt normal, then a couple minutes later turned "off" or low again. Did this two more times and finally shut it off. Their battery was discharged so could not be interrogated. Patient will recharge and will be seen on monday (B)(6) by the manufacturer representative. Patient also complained their battery was depleting quicker than they thought. They charge it to "full" and it drops to 75% within a couple hours even with stimulation off.

Manufacturer narrative:
Additional review indicated device code (B)(4) is no longer applicable to the event.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was able to charge their implantable neurostimulator (ins) to full in 5.5 hours and that it had been 3 months since their last recharge session. It was noted that the patient used their ins 1% of the time overall. Impedance tests showed that contacts 4, 5, and 15 were out of range (oor). Contact 15 was in program 2, so they removed it from the program. There was no known cause for the oor contacts. It was noted that the patient was doing fine and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was in an overdischarged state. The cause of the battery depleting quickly and the stimulation turning off by itself was not determined. It was noted that the device issues weren't resolved. The manufacturer representative was scheduled to meet with the patient on (B)(6) 2017. It was further reported that the patient was able to charge their implantable neurostimulator (ins) to full in 5.5 hours and that it had been 3 months since their last recharge session. It was noted that the patient used their ins 1% of the time overall. Impedance tests showed that contacts 4, 5, and 15 were out of range (oor). Contact 15 was in program 2, so they removed it from the program. There was no known cause for the oor contacts. It was noted that the patient was doing fine and the issue was resolved. No further complications were reported or anticipated.